Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call radio frequency pic failed self-test and history anomaly. Troubleshooting for radio frequency pic failed self-test was performed. Customer advised they clear the alarm by pressing esc and act but the alarm recurs. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was programmed with correct time and date. The insulin pump was monitored for 3 days. Several bolus were programmed and delivered. All bolus programmed and delivered were properly recorded at the bolus and daily totals history screens. No history anomalies were noted. The insulin pump alarmed during self-test due to faulty connector on radio frequency board. The insulin pump passed displacement test. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and cracked display window.